Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer put the pump case on the pump and the infusion set tubing got caught underneath as a result the cartridge was pulled out. The customer's blood glucose level was 299 mg/dl. Reportedly, the customer slid the cartridge back into place.